Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 27-nov-2023 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection reveal that the complaint handpiece was received with the plunger rod fully advanced. The lens module was inspected and no marks that would indicate that the plunger rod advanced incorrectly could be identified. There were stress marks observed in the cartridge tip; however, these are considered within specification for a used cartridge. There was viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an appropriate amount of ovd/bss was used. The lens was coated in viscoelastic residue; it was cleans and no issues could be identified that could cause or contribute to the complaint issue. The handpiece was disassembled and no issues that could cause or contribute to the complaint issue could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this purchase order. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the monofocal preloaded intraocular lens (iol) had damaged on entry. It is unknown if a back-up iol was implanted into the patient's operative eye. Patient status post-procedure is also unknown. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received.